Manufacturer narrative:
Investigation of the returned device were by the product failed functional tests with blade stall error. Motor/gearbox pn: 91000516 locked up from leak to housing. Motor is extremely corroded and cannot be removed from housing. It appears that a third party repair was attempted on unit. (B)(4).

Event description:
During a hip arthro using a svc repl, mdu, hand cntrl, pwrmx the device started overheating about 3/4 of the way into case. The shaver handpiece became so hot that the scrub tech could not hold it anymore. It overheated to the point that it could not be touched. It was unplugged from the d2 controller and let cool down and set aside at end of case.